Event description:
Reporter alleged having high blood glucose readings and did not have symptoms. It was stated customer measured 571 mg/dl at 8 am back to back with a result of 136 mg/dl when tests were performed 5 minutes apart. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.